Event description:
The customer reported to olympus, the distal end of the evis exera ii duodenovideoscope tested positive for greater than 100 colony forming unit (cfu) of bacillus species three times (not consecutive). The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. There was no patient harm/infection, or user injury reported due to the event.

Manufacturer narrative:
The customer reported that the scope was not ethylene oxide processing (eto) sterilized. An olympus endoscopy support specialist (ess) was dispatched on may 23, 2022, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess dispatch report stated that the customer uses an asp evo-tech automatic endoscope reprocessor (aer) to reprocess their scopes and recommended that the customer uses olympus products to wash the equipment for proper use. All reprocessing personnel were trained on infection control information referenced in the user manual and how to properly reprocess an endoscope referenced in the manual. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, no further information was provided on the customers¿ reprocessing methods, or additional culture testing results. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.